Event description:
Ecp reported on august 1, 2006, that a female pt was diagnosed as having a peripheral corneal ulcer os in 2006. A culture was not performed and it is not known if ulcer was sterile or infectious. The pt was treated with viganox and told to discontinue contact lens wear until resolved. The next month, pt was told to discontinue contact lens wear until resolved. The condition resolved with no permanent decrease in visual acuity. Corrected vision remains at 20/20 od, os and ou. Pt has been successfully refitted into different brand of contact lens.

Manufacturer narrative:
Ecp reported pt work environment in a "bag factory and no glasses" as probable causes or contributing factors to the event. The lenses worn at the time of the event have been discarded. No lot number info is available. No product has been returned. No conclusions can be drawn. This corneal ulcer may be serious or non serious. Event reported as MDR as possible worst case.